Manufacturer narrative:
The implant date is an approximation. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported the device had been ¿repositioned¿ in both (B)(6) 2012 and (B)(6) 2013. No details were provided regarding the repositioning in 2012. Pain in the ¿left¿ pocket was noted in relation to the repositioning in 2013. The device would later be replaced and the patient was ¿fine.¿ refer to manufacturer report #3004209178-2014-24333. The referenced report captures the event surrounding the replacement of the same device documented in this report.

Event description:
Additional information received reported the cause of the revision surgeries in 2012 and 2013 was ¿pocket pain in the position at that time.¿